Manufacturer narrative:
The date of event has been updated. The following information has been updated: b.3. Date of event: (B)(6) 2019.

Event description:
It was reported that an unspecified number of an unspecified bd ultra fine pen needle experienced difficulty/inability to prime prior to injection. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: I have had my first failure of a bd ultra-fine needle. It would not discharge the insulin no matter how hard I pushed.

Event description:
It was reported that an unspecified number of an unspecified bd ultra fine pen needle experienced difficulty/inability to prime prior to injection. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: I have had my first failure of a bd ultra-fine needle. It would not discharge the insulin no matter how hard I pushed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for clog & difficult/unable to operate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd ultra fine pen needle experienced difficulty/inability to prime prior to injection. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Verbatim: I have had my first failure of a bd ultra-fine needle. It would not discharge the insulin no matter how hard I pushed.